Event description:
On (B)(6) 2011, leica microsystems received a complaint from the (B)(6) regarding sub-optimal processing of five bone marrow biopsies from a protocol which commenced on (B)(6) 2011, using the peloris tissue processor serial number (B)(4). Leica was advised on (B)(6) that the specimens were undiagnosable.